Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.105 ohm (specification (B)(4)). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.011 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Pal evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined. Device was sent to servicing.